Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device reached elective replacement indicator (eri) earlier than expected. The device was explanted. It was also reported that the right atrial (ra) lead exhibited episodes with oversensing of noise. The lead was explanted. No patient complications have been reported as a result of this event.